Event description:
It was reported that the vns pt had a high lead impedance and was having increase in seizures for the past few weeks. Battery life calculation was performed and it was noticed that the generator has approx -0.59 years before eri=yes. However, diagnostics results showed eri=no. Follow up with the physician revealed that the pt will undergo a revision surgery. No pt manipulation or trauma has been reported and no changes in medication preceded to the onset of the event. X-rays were reviewed and it was noticed that the leads were not fully inserted into the generator connector block. Pt's generator was replaced and surgeon noticed that lead was not fully inserted which was causing the high lead impedance. Physician believes the increase in seizures is due to high lead impedance since pt is receiving no stimulation.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer, lead pin not fully inserted into the generator connector block. Device failure occurred, but did not cause or contribute to a death or serious injury.